Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter sterile package was damaged. It was noted that before opening the catheter, the staff noticed that the sterile package was damaged, and the sterility of the catheter was compromised. The biosense webster inc. (Bwi) representative exchanged the catheter, and the case continued. The device was not used on the patient and no adverse patient consequence was reported. Photo evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, the seal of the sterile package was observed open, a manufacturing record evaluation was performed for the finished device, and no internal action related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. Correction: full UDI has been populated to field d4. Primary UDI number. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter sterile package was damaged. It was noted that before opening the catheter, the staff noticed that the sterile package was damaged, and the sterility of the catheter was compromised. The biosense webster inc. (Bwi) representative exchanged the catheter, and the case continued. The device was not used on the patient and no adverse patient consequence was reported.

Manufacturer narrative:
The product has not returned for analysis; however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).